Manufacturer narrative:
Upon investigation conducted between the user facility and abbott laboratories, it was determined that a result of reactive was delivered incorrectly due to user error. The distributor identified that the initial result for hepatitis b core antibody (hbcab) was 1.3100, which is considered reactive and should be held by instrument manager for further testing. This result was held as expected. When a reactive result is identified, instrument manager orders reflex testing (hbcab1 and hbcab2) of the same specimen which was completed as expected. Duplicate testing results revealed that hbcab1 and hbcab2 both came back as non-reactive, with values of 0.6500 and 0.5800. Instrument manager generated a non-reactive result and held both duplicate results for further evaluation by the technologist as expected. The distributor and user facility reviewed the audit log data and concluded the technologist incorrectly released the reactive result to the patient chart rather than the non-reactive result. The user facility states this error was identified and corrected. The user facility has confirmed there was no patient harm from this incident. The user facility and distributor reported that instrument manager was functioning as intended; however, data innovations, as the manufacturer, has been unable to confirm this. This report is being submitted because the manufacturer has not been able to confirm that a user error occurred or to rule out a malfunction.

Event description:
On (B)(6) 2025, data innovations was made aware by abbott laboratories, a distributor of instrument manager, that a user facility reported reactive test results were incorrectly reported for hepatitis b core antibody testing. The user facility expected non-reactive test results to have been delivered to the patient's chart instead of reactive results.